Event description:
It was reported that following a patient's fall, the right ventricular (rv) lead exhibited a gradual decrease in pacing impedances, with measurements dropping below 200 ohms. Technical services (ts) reviewed the event and identified low rv amplitudes. Additionally, ts observed non-physiologic noise on the rv lead around the time of the fall, which suggested a potential lead integrity issue. Ts recommended further evaluation of the lead, as a breach in lead insulation was suspected. No adverse patient effects were reported. This rv lead remains in service.